Manufacturer narrative:
We confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report # 2249723-2018-00462.

Event description:
It was reported that the cs300 intra-aortic balloon pump had no ECG signal during use on a patient. There was no patient injury or adverse event reported. This complaint has been cited as a duplicate of another. Please note that all relevant information for this complaint has been captured and submitted under mfg report # 2249723-2018-00462.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and performed autofill calibration, safety disk leak test and bimba sensor calibration both empty and full. The iabp was run overnight to check it's operating function. The stm reported the iabp was safe to operate.

Event description:
It was reported that the cs300 intra-aortic balloon pump had no ECG signal during use on a patient. There was no patient injury or adverse event reported.